Manufacturer narrative:
Per the srt, the screen was blurry after a screen saver upgrade. The srt replaced the liquid crystal display (lcd) screen. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the display of the central control monitor (ccm) was blurry. There was no patient involvement.